Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 16.3 mmol/l (293.4 mg/dl) while wearing the pod on their abdomen between 49 and 71 hours. The patient reported they often cannot wear a pod for the full 72 hours because their immune system reacts to the pod. As a result, the pod usually stops working after around 48 hours. At that point, the cannula becomes blocked and the pod starts leaking insulin. The patient¿s healthcare provider is aware of this issue and is currently working with the supplier and the insurance company to obtain additional pods to compensate for the shortened wear time. As treatment a new pod was applied.